Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced coupling and or communication issues. There were zero coupling bars. After the pt was seen by the physician, he decided that the pocket was too deep and scheduled her for a pocket revision in (B)(6).